Manufacturer narrative:
No timeouts or drive stalls were seen in the download data. The device was observed with the linkage assembly in the fully retracted position but the formed needle remained extended beyond the bottom housing window. After opening the pod, the formed needle was found to be dislodged from the slide retract. The slide retract was observed to be damaged, indicating that the formed needle was incorrectly installed. No blood was observed on the returned device. However the incorrectly installed formed needle resulted in the needle mechanism failure as well as the reported bruising and pain during insertion. The formed needle was observed to be bent. The timing and cause of the damage could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The pod was worn between 36 and 48 hours.